Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer alleged that the bed has a broken weld on the right side at the point where the head board rises.